Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The spouse of the patient reported that the patient has been experiencing a return of dyksinesia symptoms since the night prior to date notified. The issue is not related to positional movement and they also lost their patient programmer (pp) to make any changes. Follow up with the healthcare provider (hcp) is to be conducted. A replacement pp was sent to the patient. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-25554.